Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and failure analysis found the primary failure of could not reproduce to be related to the customer reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument was fully functional. Review of the log found no errors related to the instrument. The instrument was installed and removed from the system multiple times with no issues. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical ovarian cystectomy procedure, the customer reported there was no abnormality in the draft and preparation for surgery, but it was difficult for my left hand (universal surgical manipulator 3) to reverse during surgery, and I could not pull out the instrument and wipe it because it could not be pulled out (back) in the loading position (back), and they could not reverse when they tried to remove the instrument for undocking after completing the surgery. The surgeon had to perform the surgery quickly and first removed it from the patient's body by raising the boom (with the instrument attached) to remove it from the patient. The senior nurse outside contacted them and wipe their hands (they couldn't solve the problem with the instructions), pressed the emergency release button, removed the instrument, and undocked it. They contacted the technical team outside the field and checked the backward movement of the arm after keeping the draft and removing it again, but it was also not resolved, and it was confirmed that there was a possibility of physical problems, and that the next surgery was necessary after replacing the parts. The technical staff who visited dv room 5 for monitoring checked again, and in the process, the accessory (screw) came loose and confirmed that it did not reverse as a result. After taking action on the part, the next surgery was performed. Use the release button to file an RMA with the removed device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. The instrument was used for about 50 minutes prior to the issue. The instruments did not collide with any other instruments during the procedure. The procedure was completed robotically. There was no injury to the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.